Event description:
Novasure device used for endometrial ablation. Device only worked on one side, thus half of the uterus. Further follow-up reveals that the post ablation re-evaluation with hysteroscopy revealed that the device activated only on the patient's right side, and the left side of the uterus appeared largely unaffected by the device. The novasure device was checked for proper working order prior to the procedure.